Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a,g,b,c and d codes and manufacturer narrative. Root cause: the root cause for the reported issue that device had a user free flow/user error.

Event description:
It was reported that a free-flow event was reported occurring within the 2nd floor women¿s health and family birthing center. The IV set was not connected to the patient so the fluid flowed freely to the floor. Later it was explained as a user/nursing error with no patient harm. This was reported to bd representatives during their site visit. There was patient involvement and no harm.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a free-flow event was reported occurring within the 2nd floor women¿s health and family birthing center. The IV set was not connected to the patient so the fluid flowed freely to the floor. Later it was explained as a user/nursing error with no patient harm. This was reported to bd representatives during their site visit. There was patient involvement and no harm.